Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that during a primary breast reconstruction procedure, a surgeon was attempting to inflate a mentor cpx 4 breast tissue expander with suture tabs 550cc device but could not inflate it. The device did not touch the patient and was not implanted in the patient.

Manufacturer narrative:
On 06/14/2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information reported it was a difficulty with expansion fluid removal (intraoperative). During analysis of the sample it was observed that was filled without complications. Leak testing was performed in accordance with mentor procedures and no leak sites were detected. No other anomalies were observed. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. The reported complaint was not confirmed. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer reference number: (B)(4).

Manufacturer narrative:
On 04/24/2019, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer reference number: (B)(4).